Manufacturer narrative:
Device was used for treatment, not diagnosis fawzy, e. Et al (2005). Open reduction and internal fixation of distal radial fractures using the pi-plate, injury international journal of the care of the injured, 36, 317-323. This report is for an unknown ao pi plate/unknown quantity/unknown lot. (B)(4) sudek's atrophy. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received. This report is being filed after the subsequent review of the following literature article: fawzy, e. Et al (2005). Open reduction and internal fixation of distal radial fractures using the pi-plate, injury international journal of the care of the injured, 36, 317-323. Article is from greece. This is a retrospective review of 22 patients with 23 severely comminuted intra-articular fractures of the distal radius who were treated with open reduction and internal fixation with an ao pi plate from april 1998 to december 2001. There were 4 men and 18 women with a mean age of 57 years. There were 7 implant removals, due to 4 cases of median nerve compression and 3 cases of irritation of extensor tendons . One patient developed sudek's atrophy. This is report 1 of 1 for (B)(4). This report is for an unknown ao pi plate.